Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient was having a lead revision due to poor placement of the lead since implant. The rep reported that the patient was getting rib stimulation. The rep reported that they met with the patient a couple of times to reprogram to resolve the issue and he noted that the times he did meet and reprogram seemed to have resolved the issue for a time and ¿a week into it¿ the stimulation location reverted back. Additional information was received from the rep on 2019-05-06. The rep reported that the cause of the poor lead placement and rib stimulation was that the leads moved more midline and lower in the epidural space. The rep reported that the lead revision resolved the poor lead placement and rib stimulation. Additional information was received from the rep on 2019-05-21. The rep noted that he meant that they moved the lead more midline during the revision not that it had actually migrated. The rep reported that the lead wasn't difficult to place. They tried to replace the trial lead placement and on x-ray it looked fine. The rep noted that the doctor didn't test intra-operatively, so they didn't know about the placement and they tried working with what was there. The rep reported that each one of the team members had reprogrammed the patient and it was noticed early on that the lead wasn't in a good spot because within a few days of reprogramming it would move again. The rep reported that part of the issue was that within a month of implant the patient was lifting heavy equipment in the garage and the rep thought that this/the patient caused the leads to move slightly. The rep reported that he became aware of the revision a couple of days before surgery. The revision occurred on (B)(6) 2019. No further complications were reported.